Event description:
It was reported the right ventricular (rv) lead exhibited no capture and capture threshold that had been consistantly rising over time. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient presented to the clinic when the lead integrity alert (lia) was triggered due to elevated short interval counts (sic), high non-sustained tachycardia (nst) episodes and noise due to a fracture. The rv lead was programmed off and was later capped and replaced. No patient complications have been reported as a result of this event.